Event description:
It was reported the pt experienced a sudden, quick electrical sensation across the upper chest area this morning. The pt indicated he had this sensation before and it turned out to be gas. The pt had left a message for the hcp regarding the event. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).